Event description:
Baxter thailand reports multiple incidents of blood leaks with the syntra 120 dialyzer. Blood leaks were noted at the beginning of treatment. Blood leaks were noted visually and by blood leak alarms and confirmed with positive hemastix. Blood leaks were noted to occur after reuse number four or five. Blood was returned to the pt with no reported blood loss. No pt injury or medical intervention reported per baxter thailand.